Event description:
Baby noted to be irritable, tachycardic. Found to have axillary temp of 39.9. Isolette set at 36.6 degrees but reading 36.8 degrees. Baby wrapped and setting should have been 28 degrees when wrapped. Babe unwrapped, cool cloths applied with decrease of temp and heart rate. User error.